Event description:
It was reported that this right atrial (ra) lead exhibited an increase in the pacing impedance, reaching out of range values. The patient presented to the clinic and the impedance measured within normal limits. A chest x-ray was also performed without visible results. Technical services (ts) reviewed the device data and discussed the atrial lead shows isolated increases of out of range impedance. No episodes showing noise have been recorded, and the brady counters have not recorded non-physiologic signals, which could be symptom of noise/lead impairment. It was recommended to perform troubleshooting and understand options to ensure pacing capture and proper brady support. The lead remains in service. No adverse patient effects were reported.